Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had damaged front bezel , missing rj45 cover ,broken carry handle , broken power cord and power cord strap. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, remedial action required, remedial action #, annex a: a040502, a09. Annex b: b01. Annex c: c23. Annex d: d02 annex g: g02035, g0.2017.

Event description:
It was reported that the device had damaged front bezel , missing rj45 cover ,broken carry handle , broken power cord and power cord strap. There was no patient involvement.